Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using navigation, an x-ray was taken to confirm screw placement and there was a deviation on the right side. The surgeon repositioned the right screw and the procedure was completed successfully with no adverse consequences and no surgical delay.

Event description:
It was reported that during a case using navigation, an x-ray was taken to confirm screw placement and there was a deviation on the right side. The surgeon repositioned the right screw and the procedure was completed successfully with no adverse consequences and no surgical delay.